Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to a faulty charged coupled device. The evaluation also found kinks and cuts on the cable insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus that the camera head had an image problem (black dots). The issue occurred during reprocessing. There was no patient or procedural involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty charged coupled device led to the malfunction. Olympus will continue to monitor field performance for this device.